Event description:
It was reported that the customer experienced two low blood glucose (bg) levels on (B)(6) 2023, but they did not provide the actual bg levels. The low bg causes were not known. The customer lost consciousness due to the low bg and required glucagon to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.